Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the compressor was locked up causing the unit not to run/start and causing the unit to have a red light, which confirmed the original complaint issue. However, the complaint of no alarm was not verified, as there was no indication that there was a malfunction with the alarms.

Event description:
Dealer is stating that the red light is on, no alarm, and does not shut down. 5569 hrs.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the red light is on, no alarm, and does not shut down. 5569 hrs.